Event description:
When the electrsurgical unit is activated the warmer's display blanks, audible and visual alarms activate and the heater turns off. The warmer returns to normal operation when the electrosurgical unit is no longer activated. The MFR sent a replacement control kit #6600-02120-50. Clinical engineering will install these kits and test for improved performance.